Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number : (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cutter was damaged, the roller was discolored, the ratchet handle was missing a screw, and the device was out of calibration. The cutter, roller, and screw was replaced and resolved the reported issue. The device was recalibrated. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that at preventative maintenance the unit was in need of recalibration, had a defective cutter and roller and missing screw, all needing replaced. At investigation and evaluation of the device the cutter would not pass the sample mesh test. No adverse events were reported as a result of this malfunction. No additional event information available.